Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, an alarm occurred on the insulin pump, which could not be cleared. Nothing further was reported.